Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous implantable lead exhibited loss of ventricular capture and ventricular oversensing of atrial events. The atrial event is falling into blanking and is not applied towards timing.